Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): conductive segment d is missing; the post at location of segment d is missing; the fiber cap exhibits no signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the physician noted a "fiber connection" error indicating that the fiber was not detected. No joules used. The physician chose to perform and complete the procedure with "dilation." Outcome: "no patient injury".